Manufacturer narrative:
The complaint of run on was not duplicated. However, upon disassembly for visual inspection the reverse trigger was worn.

Event description:
It was reported that during a case the core universal driver continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event.